Event description:
It was reported that a patient underwent an ep (electrophysiology) study procedure with a webster ® cs catheter with ez steer¿ technology. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after an ep study had completed, a pericardial effusion was noticed in the patient. The medical team reported that the patient was initially complaining of chest pain, in the post-op area. The pericardial effusion was visualized and confirm on ultrasound. The patient was then admitted to the cath lab, and a "drain" was administered to the patient. The medical intervention provided was a pericardiocentesis, and about 350cc of fluid was removed. The patient is in stable condition. The adverse event occurred on (B)(6) 2023. Adverse event discovered after use of bwi product when patient had left procedure room and was in recovery. Dr's opinion was that event was caused by patient movement during procedure. Intervention provided was emergent pericardiocentesis performed in cath lab. Drain remained. Outcome of the adverse event was full recovery. Patient was stable. Patient required extended hospitalization because of the adverse event as drain was placed and patient was admitted for observation relevant tests/laboratory data- 350cc removed from effusion. Generator not used. Ep study only. Unknown lot number of the device. Effusion found after patient had left the room so the catheter and all identifying information was thrown out. No transseptal puncture was performed. No ablation was performed. It is assumed that the event happened during patient movement. It was not discovered until the patient was in post op. Device not available to return, catheter disposed of by staff since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).